Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an over-delivery. The intended delivery rate was 55 ml/hr and the pump was set at 55 ml/hr, however, the actual amount delivered was 1000 ml in 5 hrs.